Manufacturer narrative:
B4: (B)(6) 2021. A power management (pm) board and a power membrane overlay were return for analysis. Visual inspection revealed no evidence of damage or contamination to the pm board. The power membrane overlay revealed damage & missing components as received. An investigation was performed, and the product analysis technician reported that no fault was found on the pm board. The power membrane overlay root cause was due to an unacceptable damaged & missing component as received.

Manufacturer narrative:
The service engineer (se) inspected the device and confirmed the error code in the ventilator diagnostic logs. The se replaced the power management board and power switch overlay. The unit was checked overall, cleaned, functionally tested and no abnormality was

Event description:
It was reported that the ventilator failed. Reportedly, in the ventilator diagnostic logs an error code indicating alarm light emitting diode (led) failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.